Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014 notes that the patient was having an ablation procedure, the pulse generator tripped elective replacement indicator due to being exposed to electrocautery. After a product code download, the device resumed normally function.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. After a product code download the device resumed normal function. The patient would be monitored.